Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they noticed the tubing leaked onto the patient from the patient connection end of the tubing while infusing bupivicaine/fentanyl citrate. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing was leaking at the connector was confirmed. Visual inspection of the set showed no damage or anomalies. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing and the male luer adapter. The root cause was not identified.

Event description:
The customer reported that they noticed the tubing leaked onto the patient from the patient connection end of the tubing while infusing bupivicaine/fentanyl citrate. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: PICC line; 10ml bd syringe ref (B)(4), lot number 7348611, exp 2020-12-31, 0.9% nacl. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.